Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was received partially deployed. The formed needle was seen exposed past the bottom housing and in the exposed portion of the soft cannula. The download data showed an 0x18 alarm, indicating the plunger reached the bottom of the reservoir; timeouts were observed in the data, but no drive stalls. Upon removing the top housing, the formed needle was seen disengaged with the slide retract and the slide retract had visible damage from the incorrectly installed formed needle. No other damages or deficiencies were found during the investigation.